Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was unknown at the time of the call. The customer stated that they needed to order emergency supplies due to the no delivery alarm. The customer does not know the cannula size they need. The customer will call back with more information on the cannula size. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.